Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was off. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated insulin pump had power loss alarm and they were clear the alarm. Customer stated they did not received bolus not delivered alarm. Customer declined troubleshooting. The insulin pump will not be returned for analysis.